Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had a trocar leak during the procedure. The case was completed by replacing the trocar. There was no consequence to the patient.